Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a vasovagal reaction/syncope occurred. During the pulmonary vein isolation ablation and watchman concomitant procedure, pulsed field ablation (pfa) applications were performed in all four pulmonary veins using the farawave ablation catheter. During the procedure, syncope and fainting was noted and the patient was treated with atropine. The event resolved on the same day. It was further reported that syncope and fainting did not occur during the procedure, as the patient was under general anesthesia. Instead, sinus bradycardia with prolongation of heart rate and slightly reduced blood pressure was reported during the procedure.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a vasovagal reaction/syncope occurred. During the pulmonary vein isolation ablation and watchman concomitant procedure, pulsed field ablation (pfa) applications were performed in all four pulmonary veins using the farawave ablation catheter. During the procedure, syncope and fainting was noted and the patient was treated with atropine. The event resolved on the same day.